Manufacturer narrative:
Follow up information was received on 20-oct-2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Quality-safety evaluation: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record and thus were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but is considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced heavy menstrual bleeding. It was reported she undergo a partial hysterectomy due to her heavy bleeding, but the essure device was not removed. Heavy menstrual bleeding is listed in the reference safety information for essure. During the essure therapy, abnormal genital bleeding and menses pattern changes may occur. In this particular case, shortly after essure insertion, consumer experienced heavy menstrual bleeding. Considering the positive temporal relationship and the nature of the event, heavy menstrual bleeding is considered related to essure micro-insert therapy. This case was regarded as incident, since a surgical intervention was required. Other non serious events were reported. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 24-aug-2016 which refers to a adult (>=18y & <65y) female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014. Shortly after undergoing the essure procedure, an hysterosalpingogram test was performed and plaintiff advised that her coils were properly placed. Her post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, excessive hair loss, and chronic fatigue. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms from her physician in but was unable to resolve her symptoms. On or around (B)(6) 2015, she underwent a partial hysterectomy due to heavy bleeding, but the essure device was not removed. Plaintiff was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment:this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced heavy menstrual bleeding. It was reported she undergo a partial hysterectomy due to her heavy bleeding, but the essure device was not removed. Heavy menstrual bleeding is listed in the reference safety information for essure. During the essure therapy, abnormal genital bleeding and menses pattern changes may occur. In this particular case, shortly after essure insertion, consumer experienced heavy menstrual bleeding. Considering the positive temporal relationship and the nature of the event, heavy menstrual bleeding is considered related to essure micro-insert therapy. This case was regarded as incident, since a surgical intervention was required. Other non serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy menstrual bleeding') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, chronic cervicitis, follicular cyst of ovary, amenorrhea, pelvic pain and dyspareunia. Previously administered products included for an unreported indication: mirena. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("increasingly severe pain/chronic pelvic pain"), medical device discomfort ("discomfort"), back pain ("chronic back pain"), alopecia ("excessive hair loss") and fatigue ("chronic fatigue"). The patient was treated with surgery. Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, medical device discomfort, back pain, alopecia and fatigue outcome was unknown. The reporter considered alopecia, back pain, fatigue, medical device discomfort, menorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy noted: the removal details as per mr is (B)(6) 2014 no. Of coils: the number of expanded coils that appeared trailing into the uterine cavity was 2, the identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 3. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 18-mar-2021: mr received. Reporter information , other relevant history , and auto-narrative supplement added. Rcc was updated. Real fup was received and there was no significant change in the medical context of case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy menstrual bleeding') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, chronic cervicitis, follicular cyst of ovary, amenorrhea, pelvic pain and dyspareunia. Previously administered products included for an unreported indication: mirena. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("increasingly severe pain/chronic pelvic pain"), medical device discomfort ("discomfort"), back pain ("chronic back pain"), alopecia ("excessive hair loss") and fatigue ("chronic fatigue"). The patient was treated with surgery. Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, medical device discomfort, back pain, alopecia and fatigue outcome was unknown. The reporter considered alopecia, back pain, fatigue, medical device discomfort, menorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy noted: the removal details as per mr is (B)(6) 2014 no. Of coils: the number of expanded coils that appeared trailing into the uterine cavity was 2, the identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 3. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 12-apr-2021: quality safety evaluation of ptc(product technical complaint) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.